Event description:
It was reported there was no output on the ventricular side. It was also reported at the lower end of the pulse amplitude setting, the test equipment showed negative numbers. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Heart lead flex is out of specification. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Battery contacts are compressed. Both bails and ring are missing. Display is out of mechanical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.